Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred and no pressure source was available. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No kinks were observed on the returned iab catheter. The inner lumen was occluded and was not able to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The evaluation confirmed the reported failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No kinks were observed on the returned iab catheter. The inner lumen was occluded and was not able to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The evaluation confirmed the reported sensor failure. The root cause is addressed under (B)(4); in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintenance was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).